Event description:
The customer contacted physio-control to report that the word ¿service¿ was across the display of their device. This was observed on several different occasions after the device had been on for a period of time. When this occurred only the power button was functional. All other buttons were unresponsive. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. Proper device operation was observed, and the device will be returned to the customer for use. The cause of the reported issue could not be determined.